Manufacturer narrative:
.

Event description:
The point of care supervisor complained of erroneous results obtained on 2 inform ii meters compared to the laboratory. The patient was brought to the emergency room by paramedics for atrial fibrillation and hypoglycemia. The paramedics indicated that the patient was pulse-less for 20 seconds. When the paramedics arrived to the patient¿s home they tested her glucose on an unknown meter at an unknown time and the result was 40 mg/dl. The patient was treated with an unknown amount of dextrose. During transport to the hospital the patient was tested again at an unknown time and the result was 162 mg/dl. Upon arrival to the ER the patient was tested on inform ii meter with serial number (B)(4) at 2:46 p.m. And the result was less than 10 mg/dl with a data flag. A venous sample was drawn at 3:17 p.m. The sample was received in the laboratory at 3:29 p.m. And at 3:54 p.m. The glucose result was 314 mg/dl. The patient was tested again on inform ii meter with serial number (B)(4) at 3:24 p.m. And the result was less than 10 mg/dl with a data flag. The patient was treated with 50% dextrose ivp 25grams and 5% dextrose/0.45% sodium chloride IV at 3:26 p.m. The patient was tested on inform ii meter with serial number (B)(4) at 3:27 p.m. And the result was less than 10 mg/dl with a data flag. The patient was treated with 50% dextrose ivp 25grams at 3:29 p.m. The patient was tested on inform ii meter with serial number (B)(4) at 3:41 p.m. And the result was less than 10 mg/dl with a data flag. The patient was treated with 50% dextrose ivp 50grams at 3:47 p.m. At approximately 3:50 p.m. The patient appeared to be more lethargic. The patient was intubated and advanced cardiac life support was performed. The patient was defibrillated one time. After CPR was performed, the patient began to bleed profusely from her endotracheal tube and foley catheter. The patient was tested again on inform ii meter with serial number (B)(4) at 4:03 p.m. And the result was 34 mg/dl. The patient was pronounced dead at 4:07 p.m. It was noted that 2 days prior to the event the customer was seen for severe left hip pain and then discharged. Upon arrival at home, the family reported that her condition worsened and she had not eaten since arriving home. The reporter stated she believes the issue was not due to the inform ii meters, but due to the patient¿s condition. The reporter did not think the inform ii meters caused or contributed to the patient¿s death. No adverse event or death occurred due to the use of the device. Based on the information provided, the patient had not been diagnosed with diabetes and was not taking medication for the treatment of diabetes. The reporter indicated that the patient had a weak pulse. The patient¿s peripheral circulation may have been impaired. This limitation of testing with capillary samples is addressed in product labeling. It was noted that the same lot number of test strips was used on both inform ii meters, but it is not known if the same vial was used on both inform ii meters. The suspect product was requested for investigation. The customer returned the suspect meters and 3 vials of the suspect strip lot. Testing was performed on the customer¿s meters with the customer¿s test strips. All the results were within the acceptable range. The investigation noted that none of the treatment or medications administered to or by the patient is known to interfere with the accuracy of the results.